Manufacturer narrative:
Title radial incision and cutting method using a transanal approach for treatment of anastomotic strictures following rectal cancer surgery: a case report source nepal et al. World journal of surgical oncology, volume 17, 2019 (1-5) article number: 48 date of publication: 7 march 2019. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature, that discusses a case study of a (B)(6) year old patient who presented with complaints of constipation for 6 years. Patient had undergone low anterior resection procedure 7 years ago for a rectal cancer. The patient developed a 1 cm diameter anastomotic stricture in the lower rectum consequent to post-operative leakage. The patient underwent radial incision and cutting (ric) using a transanal minimally invasive surgery(tamis) approach using the reported suture after performing balloon dilatation several times and having repeated recurrence. On the 13th post-operative day, rectal perforation was detected during colonoscopy which was resolved with conservative treatment. The perforation had sealed off when inspected on 26th post-operative day.